Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead when the presenting electrogram was reviewed. This pacemaker and rv lead remain in service. No adverse patient effects were reported.